Event description:
I was implanted with a medical device implant called essure on around (B)(6) 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on in (B)(6) 2013. This is a list of my side effects and symptoms that I have experienced due to essure. Weight gain, rashes, lower back pain, cramping, low sex drive, irregular periods, depression, anxiety, poly cystic ovarian syndrome flare up. I have been seen by one doctor. I have been tested for polycystic ovarian syndrome, waiting on results. The device is still inside of me.

Event description:
(B)(4). Gained 25 pounds quickly after implementation, sever cramping before, during and after period. Anxiety worsened, sex drive was very low. Periods became sporadic.